Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h4, h6 the device was returned to olympus for inspection and the customer allegation was confirmed. A root cause could not be identified. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During a diagnostic bronchoscopy with endobronchial ultrasound (ebus), a single-use aspiration needle punctured through its protective sheath upon deployment, resulting in damage to the bronchoscope. The incident occurred while the device was inside the patient under sedation. There were no reports of patient harm. The procedure was successfully completed using an olympus backup device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.